Event description:
The customer observed phosphorus controls and patient specimens ran on expired phosphorus reagent without any flagging with results from alinity ci processing module. The customer noticed the phosphorus2 reagent lot number expired on 28sep2024. The controls and patient specimens ran on (B)(6)2024 from expired phosphorus2 reagent without any flagging with results. The results provided were: on (B)(6)2024, sid (B)(6), initial=1.3 mg/dl /repeated after new reagent lot number of phosphorus reagent=1.3 mg/dl. Sid (B)(6), initial=2.7 mg/dl /repeated on after new reagent lot number of phosphorus reagent=2.8 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
An instrument service history review for alinity ci-series system control module serial number (B)(6), no contributing factors to the current complaint issue and no subsequent tickets associated with the complaint issue. A review of tracking and trending data did not identify any related trends for the product for the issue. The alinity ci-series operations manual provides customers with adequate information on how to configure assay and calibrator settings, add, delete, or edit smart wash settings, configure result settings, and configure retest rules. It also contains instructions and information on configuring reagent and diluent options and supplying low alerts. The manual provides descriptions of cartridge statuses. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity ci-series system control module (scm), serial number (B)(6) was identified.

Event description:
The customer observed phosphorus controls and patient specimens ran on expired phosphorus reagent without any flagging with results from alinity ci processing module. The customer noticed the phosphorus2 reagent lot number expired on 28sep2024. The controls and patient specimens ran on (B)(6) 2024 from expired phosphorus2 reagent without any flagging with results. The results provided were: on (B)(6) 2024 sid (B)(6) initial=1.3 mg/dl /repeated after new reagent lot number of phosphorus reagent=1.3 mg/dl. Sid (B)(6) initial=2.7 mg/dl /repeated on after new reagent lot number of phosphorus reagent=2.8 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).